Manufacturer narrative:
The date of event is unknown, and additional information will be provided if available. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: auxiliary jet channel, plastic distal end cover, nozzle, adhesive around light guide lens, adhesive on bending section cover and connecting tube had foreign objects. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction could not be determined. Additionally, the most probable cause of the foreign material on the auxiliary jet channel, plastic distal end cover, nozzle, adhesive around light guide lens, adhesive on bending section cover and connecting tube could not be established. However, use of products such as simethicone, lubricants that contain silicone can cause deposits of white foreign material and thus are not recommended for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a scope communication error b30. The issue occurred during reprocessing. There were no reports of patient involvement.